Manufacturer narrative:
The customer returned the test strips. A specific root cause was not identified. The returned test strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages or data flags were produced. The patient samples were always identified as blood. The returned material and the retention material meet the specification. The investigation noted that the initial inr result of 5.5 marked with a data flag may indicate the hematocrit value was very low; this data flag may also occur due to improper blood collection techniques, such as contamination with sweat, lymph, water, alcohol, etc. None of the patient's medications are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4).

Event description:
The nurse initially complained that coaguchek xs meter with serial number (B)(4) powered on in the set up mode. She also mentioned that the patient got a high erroneous inr result accompanied by a data flag. The patient was initially tested at 11:58 a.m. And the result from the meter was 5.5 inr with a data flag. The nurse stated the patient is anemic and the finger was squeezed strongly. The patient was retested on the meter at 12:18 p.m. Using a different finger and the result was 4.2 inr. The meter's built-in quality control function displayed the qc check mark at the time of this result indicating the internal qc check passed. The patient was not treated. The nurse thinks the result of 4.2 inr is correct and planned to report this result to the doctor. The nurse stated she would call the patient¿s doctor later. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr. There was no allegation that an adverse event occurred. The patient does not have antiphospholipid antibodies. The test strips were requested for investigation. Relevant retention test strips (lot 139816-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.